Event description:
Title: a longitudinal study of a novel modified submental rectangular flap for postoperative laryngeal stenosis reconstruction. The aim of this study is to report and evaluate the efficacy of using a novel submental flap for addressing laryngeal stenosis in 26 patients (horizontal partial laryngectomy (n = 16), vertical partial laryngectomy (n = 10)). 3-0 vicryl was used in the horizontal group to be sutured the cartilage, sutured to the lateral portion of the tracheal incision or the uninvolved remnant thyroid cartilage to complete the closure of the laryngeal cavity. Additionally, 3-0 vicryl (eth) was used for subcutaneous closure, and the skin is sutured. Reported complications: 3-0 vicryl (eth). Horizontal partial laryngectomy group (n=16). Small abscess formation at the flap reconstruction site (n=1). Treatment: antibiotics. Tumor recurrence on long- term follow- up (n=3). Treatment: not reported. In conclusions, the modified submental flap technique provides a convenient and effective approach for laryngeal reconstruction in patients with postoperative laryngeal stenosis.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: head neck. 2025 jul;47(7):2003-2009. Https://doi.org/10.1002/hed.28125 epub 2025 feb 27. Pmid: 40013344.